Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm when they tried to bolus. They had changed out their set twice. The customer¿s blood glucose level during the incident was unknown. Troubleshooting was performed. The customer reported that the event was resolved by changing the complete reservoir and infusion set. The product will not be returned for analysis.